Manufacturer narrative:
It was originally reported that there was a healthcare worker (hcw) experienced an unknown human reaction. However, the correct information is that the customer did not specify that a human reaction occurred. It was reported that there "there was a potential for the operator/bystander to be harmed." Attempts were made to obtain additional information on the potential for human reaction, however, a response was not received. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis, on-site inspection, and system risk analysis (sra). The DHR review did not indicate a deviating quality profile for this batch. No events or deviations were reported that could relate to this issue. The sra indicates the risk associated with hazard of "exposure to toxic or corrosive material is "low." The parts replaced on the unit were not available for functional evaluation. A field service engineer (fse) visited the site to assess the unit. Fse utilized the preventative maintenance (pm) two (2) kit to complete a pm which included replacement of the vacuum subsystem parts: catalytic conv, vacuum pump oil, adapter converter, oil mist filter. This resolved the odor/smells issue. A test cycle was successfully completed and unit was confirmed to meet specifications. System was returned to service. Assignable cause related to the odor is likely due to the replaced components. The issue will continue to be tracked and trended.

Manufacturer narrative:
Ni.

Event description:
An international customer reported an event of a "odor/smell" emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced an unknown human reaction. The hcw did not seek nor receive any medical attention/treatment and is reported to be "good." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.